Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump screen was dim with a pinkish hue and not able to seen well in daylight. The reporter denied use of the pump in water. The reporter stated there was no lens film and no trauma to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.